Event description:
An international customer reported an event of an odor emitting from the sterrad® 100 sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer (fse) was dispatched to assess the sterrad® 100s unit onsite. The fse was unable to find the source of the reported odor. However, a nearby air conditioning unit was turned off and the odor went away. No parts were replaced as part of the service for ¿odor/smell.¿ as the allegation of odor could not be confirmed as coming from the sterrad® 100s unit and no parts were replaced, this complaint is considered to be not reportable for "odor/smell."